Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds a few weeks after it was implanted. The physician speculated a micro-dislodgment lead to the elevated measurements. However, the patient's chest x-rays were normal and this observation was unable to be confirmed. The lead was surgically repositioned to resolve the issue. The rv lead remains in service. No additional adverse patient effects were reported.